Manufacturer narrative:
The sample was serum with no visible fibrin or hemolysis. Qc was within the established ranges prior to and after the event. A system check was performed on (B)(4) 2011 and met the specifications. Service was offered but the customer declined. No definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an elevated troponin (accutni) result above the ami cutoff generated by access 2 immunoassay system for one patient's sample. The result was reported out of the laboratory. Repeat analysis on the same and on an alternate instrument produced results within the normal reference rage. There was no report of death, injury, or change to patient treatment connected to this event.